Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "nut at the end of the artery" of a prismaflex m100 set during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the cone of the set access male luer lock was broken, which allowed the reported leakage. This component is provided preassembled by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and a change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.